Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. In addition, an investigation was performed by the dario software r&d team and no issues related to the dario application were found. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report a high blood glucose (bg) reading. The user reported that she received from her dario meter a high bg reading of over 500 mg/dl. Due to this high reading, the user went to the hospital where her bg level was measured with the hospital's meter which read 99 mg/dl.